Event description:
Boston scientific (bsc) crm received info that this pt was a heavy chested rather obese female, and prior to the initial implant of the 4137 lead, the pt's chest was not prepped according to the physician's instructions and subsequently upon the pt sitting up, the weight of her chest put undo strain and tension on the device and the 4137 lead was dislodged. It was noted that the pt had a seemingly very sick atrium and the lead had to be positioned several times to obtain adequate pacing and sensing thresholds. This lead was explanted and another one was implanted.